Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient tolerated the broken plate well. On an unknown date a revision procedure was performed and the broken plate was explanted.

Manufacturer narrative:
(B)(6). (B)(4). Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision was performed and a new plate was implanted on (B)(6) 2015 with no intraoperative complication. On (B)(6) 2016, during a control consultation, pseudarthrosis with fracture of the second plate was discovered. Pseudarthrosis was fairly well tolerated; the plate is being left in place for now with ongoing monitoring. This report is related to linked complaint (B)(4) which covers the revision procedure. This is report 1 of 1 for (B)(4).